Event description:
This is filed to report material separation. It was reported that during preparation of the clip delivery system (cds), the clip introducer (ci) was loading over the clip; however, the clip became separated from the cds, but held by the gripper lines. The cds was not used in the patient and the procedure was successfully completed with a new clip. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and without the device to analyze, a cause for the reported material separation associated with the clip could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.